Event description:
This report is based on information provided by philips partner and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the electric shock plate and electric shock plate base are burnt black. The field service engineer (fse) onsite checked and confirmed the appearance of the rectangular paddle electrode and paddle tray plates were burnt black, which was determined to be caused by not drying the jelly of paddle electrode. The fse replaced the rectangular paddle electrode and paddle tray plates to resolve the issue. The xl+ instrument operation check is ok. The device was returned to full service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.